Event description:
Customer reported up/down motion of c-arm was becoming intermittent. No pt harm, injury, or adverse outcome.

Manufacturer narrative:
The svc rep ordered a ps3 power supply for known issue with power supply. Another svc rep completed svc by installing ps3 supply on assist case.